Event description:
The customer reported that the system displayed a generator error and the unit is down. The customer rebooted the unit and it worked then went down again.

Manufacturer narrative:
(B) (4). A ge representative found the mainframe voltage falling to 50 vdc under test load. He removed and replaced the mainframe batteries. The system was tested and is functioning as expected.